Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had experienced a "lead failure" and displayed a high amount of short interval counts (sic) and out-of-range/high pacing impedance. Reprogramming had been completed. The lead remains implanted. No patient complications have been reported as a result of this event.